Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary: the product was returned to eth for evaluation. Visual analysis revealed that it was returned one empty foil and one needle that pertains to product code w9106. As per the visual inspection of product received, the swage and attachment area were noted to be as expected, and the needle was still attached to some filament of the suture. However, the suture was not returned to determine the assignable cause. Three photos were provided. In two photos it was observed one apparently opened foil. And one needle was noted in the third photo. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, it is not possible to definitively determine the root cause of the reported event.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? During use on the patient what is the procedure name? Unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.